Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305950 batch#: 3289428 it was reported that the bd safetyglide needles had rust / corrosion. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached issue - three packages with rusty needles item - 305950 lot - 3289428 po#1: 23840404.

Manufacturer narrative:
Investigation summary: about 400 material# 305950 syringes with needle were received with the customer's complaint of rusty needles. The investigated samples included 4 opened trays with 7 unopened as well as 5 bags with needles inside. 90 of the received needles had rust covering the entire needle surface. This verified the customer's complaint. None of the 7 unopened trays had rust on any of the needles. This is an extremely rare issue and the manufacturer's engineering team was notified. The needle is made of corrosive resistant stainless steel, but under special conditions (such as in the air containing chlorinated chemicals), the head of the needle core may rust. The manufacturing plant does not have the conditions to cause the defect in the production process. The root cause of this failure is unknown.

Event description:
Samples received.